Event description:
Boston scientific received information that this right ventricle (rv) lead was suspected for lead dislodgement during a routine follow up. There was a sudden elevation of pacing threshold measurements from 0.4v @ 0.4ms to 5.5v @ 0.4ms. This lead was replaced with a new rv lead which was successfully implanted with a new threshold of 0.6v @ 0.4ms. No adverse patient effects were reported. This lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation showed that complete lead was returned and blood or body fluid noted in the helix housing. The helix was retracted and the tip and helix appeared intact and undamaged. Continuity and hipot test passed. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.